Manufacturer narrative:
Kaz USA, inc. Has requested additional information regarding this incident, and also that the product be returned to our company for testing, but it has not yet been received.

Event description:
A european consumer reported that their braun no touch thermometer (model number unknown) had allegedly given false negative readings on her mother, which caused a delay in seeking medical attention. The device allegedly gave a reading of 38.3°c, and a fever of 40°c was later confirmed by a doctor leading her mother to being taken to the hospital with sepsis. The investigation is still ongoing, and we are attempting to gather more detailed information from the consumer. Kaz USA, inc. Has requested that the product be returned to our company for testing.